Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 4.8 cm abdominal aortic aneurysm approximately six weeks ago. The proximal aorta was 21-22 mm in diameter and 53 mm in length. The right iliac artery was 15 mm in diameter. The right femoral artery was 6 mm in diameter and the left femoral artery was 8 mm in diameter. An iliac extension was deployed in the right external iliac artery on the ipsilateral side. It was reported that several days after the implant procedure, the patient presented with leg pain. It was determined that the right external iliac artery and limb were occluded. The patient had a pta performed. The cause of the occlusion may have been a result of the right external iliac being 6 mm in diameter, compared to the 10mm diameter of the implanted iliac limb stent graft. The occlusion was only in the ipsilateral extension. The patient has showed improvement and will be monitored. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Results: inherent risk of procedure (occlusion). Patient's condition affected effectiveness of device (small in diameter iliac artery). Conclusion: device failure/lack of effectiveness related to patient condition (small in diameter iliac artery).